Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had angulation malfunction. Upon inspection of the customer¿s returned device it was observed, foreign matter was observed in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned in b5, it was observed, due to ware of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down (u/d) knob was out of the standard value, due to a pinhole on channel-tube, water tightness was lost, the plastic distal end cover (c-cover), the objective lens, the standard connector, the protector of the universal cord, the universal cord, the flexibility adjustment ring, the connecting tube, the grip, the switch box, the lock engagement (fe) lever, the up/down (u/d) knob, the right/left (r/l) knob, the control unit, and the section cover had a scratch, the control unit had discoloration, and due to a scratch on the objective lens, the image had dark area partially. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue regarding ¿foreign material in the nozzle¿ was confirmed. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.